Event description:
The facility reported the pump to underdeliver during biomed testing. The hosp rep stated they have no record of any pt incident since the last baxter service event. Although attempts were made by baxter, details were not provided regarding device programming.